Event description:
It was reported the patient has discomfort at her ipg site. The patient stated she saw a neurologist who thinks the scs system is irritating her nerves. It was reported the patient plans to have her system explanted.

Manufacturer narrative:
This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.